Event description:
It was reported that a user experienced alternating low and high blood glucose while using the ilet bionic pancreas, noting lows possibly related to exercising without pausing the ilet and subsequent intake of approximately six glucose tablets that led to elevated glucose and a rollercoaster effect; the device issue and component could not be characterized due to insufficient information, and the user used oral glucose to treat lows. Symptoms included hypoglycemia and hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available, and the device problem and component remained insufficiently characterized. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.